Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant the pacing lead helix was extended and retracted multiple times until it would not retract. The pacing lead was not used and was replaced. No patient complications have been reported as a result of this event.